Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high rate non-sustained episodes recorded by the cardiac resynchronization therapy defibrillator (crt-d) may have potentially been due to electromagnetic interference (emi). The following physician indicated emi may have been probable due to the patient's sleep apnea device. The crt-d remains in use. No patient complications have been reported as a result of this event.